Event description:
The manufacturer received a work order reporting that the simplygo device experienced an equipment source failure, and the complaint was confirmed. Additionally, found the main pca was damaged, melted filter, and damaged canister. There was no report of serious or permanent harm or injury. There was no report of medical intervention.